Event description:
User facility reported having difficulty seating the disposable novasure device and reaching the minimum required width setting of 2.5cm during an attempted uterine ablation. During follow-up with the physician in early 2009, he reported the pt had a large uterine fibroid which was removed via hysteroscopic myomectomy prior to the attempted ablation. He then attempted the novasure procedure and perforated the uterus in the area of the myomectomy, as confirmed on hysteroscopy. He reported no treatment was needed for the perforation. The pt was kept for a brief period of observation; then discharged home. During follow-up with the physician's nurse three weeks later, she reported the pt has been seen in the office on follow-up and is "doing fine". A hysteroscopy, myomectomy, and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU): contraindications: a pt with a uterine cavity width less than 2.5cm as determined by the width dial of the disposable device following device deployment. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning a possible perforation prior to treatment. (Step 2.36).